Manufacturer narrative:
Final analysis found that the insulation was abraded at 47.0cm to 47.3cm and 47.7cm to 47.9cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise anomaly.

Event description:
It was reported that the patient had experienced dizziness due to oversensing on the right ventricular lead. The noise could be reproduced. The lead was explanted and replaced.